Manufacturer narrative:
Based on the claim against the product by the customer noting insulation damage of conductor wire of the fenestrated bipolar forceps (fbf) instrument, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the black conductor wire of the fenestrated bipolar forceps (fbf) was torn near the jaw. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the conductor wire insulation damage was found after the procedure. When the instrument was used during the procedure, the instrument was inspected prior to use with no issue. The instrument did not collide with any other instrument or tool during the procedure. There was no arcing and no thermal damage. There was no patient injury. The procedure was completed robotically with the same fbf instrument.